Event description:
A report was received that the patient's precision system was explanted as the patient felt the device was causing pain. The patient was reportedly doing well following the procedure.

Event description:
A report was received that the patient's precision system was explanted as the patient felt the device was causing pain. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
The explanted ipg passed visual, performance test and electrical tests done. The possibility that electrical leakage could cause pain in the patient's pocket site was investigated. The device output was monitored for excessive leakage current or spurious signals in a saline solution, while programmed to the patient's latest setting. Leakage current was in the normal range. Therefore, the reported complaint of the ipg causing pain at the pocket site was not duplicated or confirmed. Visual inspection of the paddle lead found it to be damaged. The damage done to the paddle lead is consistent with damages done during the explant procedure and are not considered a failure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-8216-50, serial # (B)(4), description: artisan 2x8 paddle lead (lim), 50 cm.